Event description:
Information received from the field notes that the patient presented to the hospital with syncope. Intermittent loss of capture was observed on ECG strips. A complete follow-up was done including arm exercises and pocket manipulation in different polarity configurations. There was no inhibition or loss of capture noted. Markers revealed a-v pacing at 70 ppm. The physician elected to program autocapture off with ventricular outputs programmed to 2.5v @ 0.4ms.